Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead exhibited increased threshold measurements and poor sensing. X-ray imaging revealed that the lead had dislodged. The lead was capped and surgically abandoned. A new rv lead was successfully implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.